Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Device passed the delivery accuracy test. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer went to bed with a blood glucose of 12 mmol/l, but when they woke up they were on the floor. The customer managed to stand up and get to the kitchen. They treated with a glass of orange juice. The customer's face was bruised. There was also a cut on their face. The customer could no longer bolus; the caller believed that the customer may have fallen on the insulin pump. During troubleshooting for the low blood glucose, the caller recalled two drops of insulin dripping from the end of the set before connecting at the site. Additionally, the caller reported a loose drive support cap. The insulin pump was not returned for analysis.